Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Technical service contacted the customer and provided them with sst tech talk. Customer will be verifying speed of their centrifuges. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube had poor barrier separation and missing label information. The following information was provided by the initial reporter: "mat. Unknown (gold top) batch no. Unknown (2 of 2) is reported that customer experience issues while processing specimens. Phone call received: customer mentions 612 total affected but has no specific lot or mat no. Has been on going and does not have a specific number for feb/ march. Claiming her rejection rate is way higher than the normal rejection rate. She has supporting data. This is happening with the tiger stoppers and gold tubes. Does not have a mat # for the tiger stoppers. (B)(6) 2021: I called the customer to get clarification on the complaint, customer says that samples are being drawn and spun down by phlebotomist in a nursing home. They then are sent to a small reference lab where they are being rejected due to the sample being dislodged. She states that after they are spun the separation is good. Samples are put in a bio hazard bag and transported into blood bags."